Event description:
The user facility reported that a portion of the outer layer of a guidewire had been damaged during use in an angiogram procedure. The reporter indicated that difficulty was noted while advancing the glidewire through a bernstein catheter. Upon removal, the wire was noted to have damage to the urethane coating, but no material detached during use. Reportedly, the procedure was completed successfully using a second glidewire with no reported patient complications.

Manufacturer narrative:
Results and conclusions: are based upon evaluation of user facility information and the returned sample. Visual evaluation of the returned sample confirmed that a potion of the polyurethane coating had been damaged and rolled back partially exposing the core wire. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a metal or other sharp surface during use. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.